Manufacturer narrative:
(B)(4) follow up it was reported several needles did not have needle holes and medication leaked out. To aid in the investigation, five hundred forty samples in sealed packaging blisters from lot 3304829 were received for evaluation by our quality team. One hundred twenty-five samples were randomly selected for investigation. A visual inspection was performed. There was no damage, defective grind or hooks observed. The bevels and etch were good. Each of the selected samples was then connected to a syringe with saline solution. All the samples expelled the solution with a normal flow. A device history record review was completed for provided material number 305106, lots 3144657, 3304829, 3158501, 3347539 and 4036935. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received . Material: 305106; batch#: 3144657, 3304829, 3158501, 3347539, 4036935. It was reported by the customer that several needles did not have needle holes. Verbatim: rcc received a complaint via email. Injuries or adverse event: no. Item:305106. Quantity affected: 2 bx. Serial/lot number: unknown. Po : (B)(4). Are any samples available for return? Yes. Reported issue: several needles did not have needle holes & customer would like send them in customer disposition request: credit (medline).

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material: 305106. Batch#: 3144657, 3304829, 3158501, 3347539, 4036935. It was reported by the customer that several needles did not have needle holes. Verbatim: rcc received a complaint via email. Email(s) attached. Injuries or adverse event: no. Item:305106, quantity affected: 2 bx, serial/lot number:unknown, po : 4517278023. Are any samples available for return? Yes. Reported issue: several needles did not have needle holes & customer would like send them in customer disposition request: credit (medline).